Event description:
Additional information was received that the catheter tip premature detachment was observed during use. The tip was not prematurely detached when it was removed from the package, but during the procedure. It was unknown if there was any note of vessel calcification. There was no kink or damage noticed on any of the devices.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that it is unknown if the event occurred during onyx injection. It is unknown if there was resistance when the apollo was being advanced or retrieved?. The condition being treated is unknown. The lesion characteristics (location, size, type, side, dimension, etc.) Are unknown. Vessel tortuosity is unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #705462675: as found condition: the apollo micro catheter was returned for analysis within a shipping box and within a sealed plastic biohazard pouch. The apollo detachable tip was already detached and not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the apollo hub. No damages or irregularities were found with the micro catheter body. The ldpe coupling tube outer coating was found damaged. No other anomalies were observed. Testing/analysis: the apollo usable length was measured to be ~162.2cm (not including the detachable tip). Usable length specification and detachable tip length could not be confirmed as the tip was not returned. The ldpe coupling tube overlap length was measured to be ~ 1.5mm which is within specification (specifications: 1.0mm - 2.5mm).the micro catheter was flushed, and water exited the distal end with no occlusion or onyx found within the apollo. Conclusion: based on the device analysis and reported information, the apollo micro catheter was confirmed to have ¿tip detachment¿ as the distal detachable tip was not attached to the catheter, however, the cause could not be determined. Possible causes for detachment of the tip are patient vessel tortuosity, incompatible devices, resistance, or catheter entrapment. The coating of the ldpe coupling tube was found delaminated. Delamination can occur if the device is advanced against resistance which can also cause the tip to detach. Customer reported no friction/difficulty, no vasospasm, devices were flushed, and devices prepared per IFU. It is unknown if any force was applied, unknow of any calcification, and unknown vessel tortuosity. Therefore, the root cause could not be determined. As the detachable tip was not returned for analysis, any contribution of the detachable tip towards the failure could not be assessed. The DHR review found the tip detachment tensile value was found to be within control limits of historical spc data and specifications. There was no non-conformance to specifications identified that led to the reported issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal tip of the apollo catheter was pre-detached. There was no friction or difficulty during injection. It is unknown if there was any force applied during removal. It is unknown if the catheter tip was entrapped/stuck. There was no vasospasm. There was no surgical or medicinal intervention required. It is unknown if this occurred during onyx injection. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. There is no patient involved in this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.